Event description:
Patient presented to clinic for normal follow-up. Pt was asymptomatic. Externalized conductors were observed via fluoroscopy. The lead remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in receiving paperwork.